Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to physicians progress notes that included the implant sticker. A manufacturing review was performed which found no anomalies during the manufacturing process. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. The patient underwent a total vaginal hysterectomy, right salpingo oophorectomy, posterior colporrhaphy, posterior pelvic sling with implant of a bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum based on additional information provided by patients attorney which included patient fact sheet and general patient outcome allegations: at this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events. The information provided alleges as a result of the defective nature of the mesh, the patient experienced pain, urinary & bowel problems, bleeding, dyspareunia . A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported on 03/08/2017: the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2003 - the patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. The patient underwent a total vaginal hysterectomy, right salpingo oophorectomy, posterior colporrhaphy, posterior pelvic sling with implant of a bard flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patient's attorney which included the patient fact sheet and general patient outcome allegations: pain, urinary & bowel problems, bleeding, dyspareunia.